Manufacturer narrative:
Visual inspection performed by washing and packaging manager: based on the packaging received it is likely there was an event that caused a damage to the packaging, independent of the packaging configuration itself.

Manufacturer narrative:
Batch review performed on 18 december 2018: lot 182786: (B)(4) items manufactured and released on 24 july 2018. Expiration date: 2023-07-11. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by washing and packaging manager on the pictures provided: based on the pictures received and the breakage experienced we can infer that there were extreme handling conditions that caused the packaging breakage.

Event description:
The primary packaging was found broken during surgery, a back-up implant has been used. White foams, stem and blocker were in the correct position into the blister. The secondary packaging was not damaged.